Event description:
It was reported that a patient was admitted with an ischemic stroke due to thrombus occluding the left middle cerebral artery (lmca). The patient underwent an unsuccessful thrombectomy and angioplasty of the lmca, in an attempt to restore blood flow. The patient was transferred to intensive care unit in critical condition and a CT scan showed an intracranial hemorrhage. The patient continued to deteriorate, and died three days later. The physician relates the death to the presenting condition and not to the device.

Event description:
It was reported that a patient was admitted with an ischemic stroke due to thrombus occluding the left middle cerebral artery (lmca). The patient underwent an unsuccessful thrombectomy and angioplasty of the lmca, in an attempt to restore blood flow. The patient was transferred to intensive care unit in critical condition and a CT scan showed an intracranial hemorrhage. The patient continued to deteriorate, and died three days later. The physician relates the death to the presenting condition and not to the device

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.